Event description:
A medtronic representative reported that the camera on the treon system beeped only once (which is actually the tool interface unit (tiu) beeping). The camera didn't do it's normal two beeps back. However, when the rep put the camera in front of the frame and a passive planar, it navigated normally. This event occured outside of the operating room and no patient was present.

Manufacturer narrative:
A replacement camera aka position sensor unit (psu) was sent to the site and installed on the system, resolving the reported issue. The suspect psu was returned for evaluation. As reported, the psu speaker is no longer functional so there are no comm tones. The psu also returned high geometry error for both active and passive instruments during a functional test. Insufficient markers were identified to run the aak test. The psu is out of calibration.